Event description:
A physician has had three occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco, clear corneal, cataract extraction, right eye 1999. The pt subsequently developed what the surgeon describes as moderate post-operative inflammation 1999 leading to a vitreous aspiration the same day. At pt's last visit, in 2000 the visual acuity was 20/40. The surgeon has stated he does not feel this incident is lens related.